Event description:
It was reported during a trochanteric fixation nail (tfn) procedure the buttress compression nut and the 130 degree aiming arm did not click together as expected. The cannulated 10.0mm stepped drill bit is not working properly. The patient outcome is unknown. There was no report of a surgical delay. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.